Event description:
It was reported by the pt in maude event report (B)(4) that as a result of having the product implanted, the pt experienced bladder infection, painful intercourse, inability to completely empty bladder, recurrence of urinary incontinence, and constant pain in lower abdomen.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the potential complications: "complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to, postoperative hematoma. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).